Event description:
It was reported by the physician that a vns patient he recently inherited showed an off time of 60 minutes upon interrogation. The physician felt that the settings were not normal and thought they might have suggested an error. The physician changed the off time to 5 minutes and the patient was reported as "fine." Based on the information available, a software error may have occurred. Attempts for additional information have been unsuccessful to date.

Event description:
Additional programming history was received from the physician and the event as described by the physician was found. Review of the received programming history found that a faulted diagnostics test occurred on (B)(6) 2010, that resulted in an unintended change in settings. A final interrogation was not performed so the change in settings was not observed until the next office visit on (B)(6) 2011. The output current began being ramped up to the previously levels on that date however the off time was not corrected until the date of the report by the physician on (B)(6) 2012. No adverse events have been reported.

Manufacturer narrative:
Analysis of programming history. Corrected data: additional information was received from the physician that resulted in the patient and product information being obtained. Also, the event data has been updated as the programming history indicated the event occurred earlier than previously indicated.

Manufacturer narrative:
.